Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that patient faced hyperglycemia event and diabetic ketoacidosis on (B)(6) 2026. The blood glucose level was 630mg/dl at the time of the event and went to emergency room and got admitted in hospital. The patient went to intensive care unit(ICU) at (B)(6) 2026. Patient exeprienced the symptoms of vomiting at the time of the event. The insertion site was abdomen. The patient got treated with intubation.the duration of hospitalization was for more than 24 hours. No further information available.